Event description:
Iabp support required pre+post op. S/p CABG surgery in cvu. At 10 pm post-op night iabp catheter rupture detected, physicians immediately informed. Catheter removed. Pt stable throughout, pulses unchanged pre/post event, no add'l inotropes required.